Event description:
While wearing the external equipment, the patient reportedly experienced pain. On october 25, 2006, the patient was seen by a company representative for device evaluation. A CT san showed the electrode had migrated outside of the cochlea. Testing performed confirmed the device was functioning. A decision was made to explant the device. Surgery to explant the patient's cll device is to be scheduled.